Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that from (B)(6). Ra lead impedance is more than 2000 ohms. Now it is 400 ohms. No revision was done. The physican was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).